Manufacturer narrative:
Evaluation of the device confirmed the complaint. T1 remains in its normal pre-deployment position on the needle. T2 has been advanced to the dimple. T1 was tested in a rubber meniscus model and would not deploy. Review of the device history records confirmed that this device lot was manufactured prior to implementation of corrective actions for deployment failure. (B)(4).

Event description:
Using the device for meniscal repair as peer suggested technique. The first of the two anchors failed to deploy . Multiple attempts yielded the same result. The meniscus was too badly injured from multiple attempts. No alternative repair was considered. The whole of the meniscus was removed.